Event description:
Lifeport vascular access port cat # lvtx7513 from rita medical systems/angio dynamics inc. Implanted in 2007. Satisfactory placement confirmed by x-ray. Two months later, x-ray showed the distal 6-7 cm of the catheter was broken off and located in the right ventricle pulmonary outflow tract. The patient was transferred to another hosp for removal of detached portion of the catheter. The catheter portion was removed via percutaneous letocatheter. Thirteen days later, the remaining portion of the device was removed. The MFR - angio dynamics - was notified and device was sent to them. At that time another port was inserted on the right side using lifeport port catalog number lvtx7513, lot number 29207. Detachment of catheter portion of port device and migration of detached catheter to the right ventricle and pulmonary artery outflow tract.